Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was loose/leaking the following information was received by the initial reporter with the following: it was reported by customer that we have to twist the end to put it back on so that it¿s a tight connection and then throughout the duration of adding or subtracting tubing from it advertently loosened the cap again the caps don't stay where they're supposed to and they come undone and make messes and problems.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.